Event description:
During nephrostomy, a 6 french sheath fractured 3cm of distal tip. Located in the lower pole calyx. Unable to retrieve. Pt will require future attempt of retrieval. Baystate medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. In addition, the submission of the report shall not be construed as an admission that a reportable event has in fact occurred. Still in pt, will attempt to save when removed.